Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported. No additional information was provided.

Event description:
The customer reported the vertical lift column was not working. No pt injury was reported.